Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the nurse connected reload to handle, then removed the yellow shipping wedge, checked the jaws opening/closing. Then the surgeon clamped the tissue of duodenum, pushed the green button and tried to squeeze the handle, however it was locked and could not fire the device. Replaced by a new handle and a new cartridge, the firing was completed with no problem. The status of the patient is no problem.